Event description:
The a1059 mayfield modified skull clamp was reported to have moved when the patient was positioned. The surgeon did not feel comfortable using it. There was no lacerations, patient injury or death alleged or revision/medical intervention required. It was unknown if the incident caused a delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/15/2016. The product was not returned for evaluation after several documented attempts. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. No manufacturing or design related trend has been identified. In summary, the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.